Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient complained of their controller "shocking" and "burning" them. The patient reportedly did a controller exchange 3 weeks prior to troubleshoot this issue, but there was no resolution. This exchange was not seen on interrogation. The event log contained persistent controller clock invalid alarm flags. These alarms were likely the result of the controller swap to a controller with a depleted backup battery (ebb). The controller temperature ranged from 37-48 celsius. These temperatures were within the normal operating range of the controller per the IFU (30c-50c). Related MFR: 2916596-2023-05762.

Event description:
The patient had "burns" on their abdomen and back. The ventricular assist device (vad) coordinator stated that this may have just been a rash or skin irritation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of user shock and high controller temperatures were unable to be confirmed. The heartmate 3 system controller was not returned for analysis. Log files were submitted from the primary controller and are addressed under MFR # 2916596-2023-05762. The heartmate 3 instructions for use (IFU) warns against placing the controller under insulated or warm environments, such as underneath a blanket, as this may cause the controller to become uncomfortably warm. Furthermore, the IFU warns that patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller and was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate patient handbook section 4 ¿ ¿living with the heartmate 3¿ and heartmate 3 instructions for use section ¿patient care and management¿ state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. Additionally, it is suggested that patients use battery power. The heartmate patient handbook and the heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ explains that to avoid the risk of electric shock, the mobile power unit (mpu) must be plugged into a properly-tested ac electrical outlet that is dedicated to mpu use. Do not use portable, multiple outlet (power strip) adaptors or extension cables. Additionally, it is suggested that patients use battery power instead of the mpu when not sleeping or relaxing to reduce the risk of system damage from high levels of static electricity. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states that the acceptable temperature range for the system controller is 32°f - 104°f. It also cautions users to ¿not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f)¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.